Manufacturer narrative:
(B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Associated MFR. Report #3005099803-2017-03990 pertains to the other device. It was reported to boston scientific corporation that an upsylon¿ was implanted during a tension-free vaginal tape sacrocolpopexy procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the patient experienced vaginal pain, burning sensation, and irritation. The patient went to a dermatologist who would like to test if the patient has an allergy to the mesh that could be causing the symptoms. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.